Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost stimulation and is unable to communicate with his ipg. The sjm representative met with the pt and indicates the ipg is unable to communicate with external devices. The pt denied any trauma to the ipg site and stated he had lost some weight. Surgical intervention will be taken at a later date to address this issue.